Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a low blood glucose value of 33 mg/dl. Customer's other blood glucose value was 50 mg/dl. The customer was treated with juices and candy. Customer's mother declined trouble shoot for high blood glucose. Customer stated that the customer had been in the water. The device will not be returned for analysis.